Event description:
A 4f embolectomy catheter inserted per surgeon into arterio-venous fistula for thrombectomy. When catheter was pulled from the vessel, the balloon on the tip of the catheter had dislodged from the catheter and remained in the pt. Attempts to retrieve were unsuccessful.